Event description:
It was reported that the device had a key stuck error. The event occurred during testing. Additionally, the investigation found damage to the device downstream and upstream occlusion seals and air detector; an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device circuit board. Additionally, damage was observed to the device downstream and upstream occlusion seals and air detector; an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device circuit board, and all damaged components were replaced and the device passed all testing.